Manufacturer narrative:
The AED (s/n (B)(4)) and battery pack (s/n (B)(4)) used during the event were received on 2/2/2016, the customer reported that the defibrillation electrodes used during the event were discarded, and therefore will not be returned. The AED and battery pack were tested multiple times in the following simulated use scenario. The AED, battery pack and a set of test pads were connected to a patient simulator set to ventricular fibrillation (a shockable rhythm). In all cases, the AED analyzed the ECG heart rhythm, made an appropriate shock decision, charged in preparation for shock delivery, and when the shock button was pressed, the AED delivered a defibrillation shock, within specification, to the simulated patient. In no cases during the testing did, the AED report a service code or problem. The AED was opened and visually and functionally inspected, and the results of the inspection did not identify any visual, electrical or functional non-conformances. Additionally, the AED was placed in an environmental chamber which was cycled between 0 to 50degrees c while the AED delivered 100 defibrillation shocks without incident. The results of the testing of the AED and battery pack could not reproduce the reported event as the AED and battery pack are performing properly and as designed. No additional testing is planned.

Event description:
On (B)(6) 2015 it was reported by a professional user (fire department) that while responding to an event where an elderly women went into cardiac arrest, the AED reported a service code after a shock was delivered. They reported that although the patient was not resuscitated, they confirmed the AED worked as intended. Based on this initial report, the electronic history from the AED was requested. On 11/18/2015 the electronic history from the AED was received, and the examination of the event record reveals a patient whose cardiac rhythm initially appears to be ventricular tachycardia (vtach) at approximately 220 bpm, a shockable rhythm. During the first analysis period, the AED correctly identified the vtach arrhythmia and appropriately advised shock. The AED then charged in preparation to deliver a shock. When the rescuer pressed the shock button, the AED started to deliver a defibrillation shock which was nearly immediately aborted due to an over-current fault condition. It is not clear from the device record whether or not the cause of the over-current condition was due to an internal problem or an external condition. Based on this review, the AED and accessories were requested in order to aid in the investigation. To date, neither the device nor the accessories have been received. The investigation remains open and no conclusions can be drawn.